Event description:
It was reported that this right atrial (ra) exhibited high threshold measurements of 2.5 volts at 1 milli second post coronary artery bypass graft surgery. This ra lead was explanted, replaced, and disposed. No additional adverse patient effects were reported.